Event description:
During an in-clinic follow-up, decreased sensing was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events were lead dislodgement and r ¿ wave amplitude. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/ tissue. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting, cleaning the lead, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of r ¿ wave amplitude was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received that the cause of the event was suspected to be due to a micro-dislodgment of the right ventricular (rv) lead.